Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up information revealed therapy was restored following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to replace the patient leads (reference MFR. Report#: 1627487-2017-04537), the physician also decided to explant and replace the patient's ipg, due to premature battery depletion.